Event description:
It was reported that the customer felt the insulin pump was not delivering the boluses that were being programmed. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The time and date were programmed correctly. It was stated that the customer was not comfortable with the insulin pump, and a replacement was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.